Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor displayed a service code 102. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q17 and c19 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 102.